Event description:
It was reported that there was a battery communication error, tried a new battery. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the top case was chipped and cracked. During start up, the reported problem was duplicated. The root cause of the reported issue was found to be the interconnect board does not operate properly. Replaced interconnect board and battery as a preventative measure.